Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that a generic error code was recorded which occurs when there is an exception in an operation. The correct response by the user is to reboot the programmer. The error code was unable to be replicated during analysis. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. The programmer was then subjected to additional manipulation and repeated testing to simulate the unresponsive touchscreen situation, but the programmer continued to display normal functionality throughout all tests. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing and psa operation. Benchtop testing was unable to reproduce the behavior.

Event description:
It was reported that during routine follow-ups, this programmer exhibited unresponsiveness of the touch screen during threshold measurement tests and during pacing system analyzer (psa) operation. The programmer was noted to have been restarted in response, but the same problems still occurred almost every time after being restarted. There were no adverse patient effects. The programmer was returned for analysis.

Event description:
It was reported that during routine follow-ups, this programmer exhibited unresponsiveness of the touch screen during threshold measurement tests and during pacing system analyzer (psa) operation. The programmer was noted to have been restarted in response, but the same problems still occurred almost every time after being restarted. There were no adverse patient effects. The programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that a generic error code was recorded which occurs when there is an exception in an operation. The correct response by the user is to reboot the programmer. The error code was unable to be replicated during analysis. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. The programmer was then subjected to additional manipulation and repeated testing to simulate the unresponsive touchscreen situation, but the programmer continued to display normal functionality throughout all tests. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing and psa operation. Benchtop testing was unable to reproduce the behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. This correction supplemental report is being filed to include an additional impact code (h6) due to the report of the programmer being used during pacing system analyzer (psa) operation.